Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during use, the iabp shut off. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that during use, the iabp shut off. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Additional information received on 22 november 2023 states, "the pump was not exchanged, [stopped] using the catheter". The reported complaint that the "equipment suddenly stops running" is not able to be confirmed. The product was not returned for inv estigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use, the iabp shut off. No patient harm or injury. The patient status is reported as "fine."